Manufacturer narrative:
PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -12.5 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Patient experienced an excessive vault. On (B)(6) 2022 the lens was explanted and on the same day different surgery a shorter length replacement lens was implanted and the problem was resolved. Status of the eye states "good vault. Slight iris tids". Cause reported as device. See MFR# 2023826-2022-00747 for exchange lens.